Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high pacing threshold. In addition, the noise was oversensed. This lead was surgically abandoned and a new lead with different model was placed. No additional adverse patient effects were reported.